Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the surgeon was making box cut on a persona ps knee using the reciprocating saw and the fins that held the saw blade in the saw broke apart making the blade unusable. A second blade was opened and the surgeon finished the cut. After the case, it was noticed by the scrub tech that another fin sheared away from the second blade. There was no harm, injury or adverse event to patient/operator, nor was the life/health of patient at risk. This MDR report submitted to address the second blade as a separate MDR. The first blade was previously addressed in MDR 2950261-2016-00003.

Manufacturer narrative:
The device is manufactured in the zimmer biomet (B)(4) facility. The information for this response was provided by the quality department at the (B)(4) facility. Catalogue number: 12076119srl is the catalogue number for purchasing the reciprocating double sided strykerâ® recip stryker hub 76x13x1.00/1.19mm. The reported trace lot number was not reported and is unknown. No device history record review was performed. The customers reported event was that the saw blade locking tabs broke off when performing a ¿box cut¿. Visual inspection noted the lock tabs were missing on the hub and under magnification areas of significant stress marks and galling were found on the mounting hub. Consulting with the product development engineers at synvasive, it seems the most likely cause for this reported event is using an incorrect saw blade for this specific cut. During the ¿box cut¿, the saw blade is "plunged¿ tip first like a knife. Ideally a saw blade with teeth near the tip would be used to assure cutting a path for the saw blade to follow. Without this sawing action, significant shear stress would be placed on the saw blade locking tabs.

Manufacturer narrative:
Please refer to sections for corrections.